Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2017(B)(6) (rep): additional information was received from the rep. It was reported that the patient is getting a full system replacement scheduled for (B)(6). No patient symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for chronic low back pain. The rep just called the manufacturer's technical services for a battery longevity estimate, but when the rep ran an impedance test, she discovered some out of range impedance values greater than 4 ,000 ohms. No other issues or complaints were reported. It was noted that the battery was at 2.6 volts.